Event description:
A old female overdosed on soma with gcs of 3 at time of ems arrival. Three attempts to place peripheral IV unsuccessful. F.a.s.t I vascular access placed. Transferred to ER. IV access established. ER physician attempted to remove access device with tool provided by ems. When protective cover removed, short IV tubing attached to infusion tube came off. Removal tool inserted perpendicular into infusion tube. Removal tool rotated clockwise, but would not lock into place after at least 10 rotations. Second removal tool used with same results. The removal tool would not lock into place so that infusion tube could be pulled out. Patient taken to or at unknown date for removal of infusion tube.